Manufacturer narrative:
Since strap has been contaminated by the leak and hand control shows visible signs of wear and tear, the parts have been replaced. Lift according to specification.

Event description:
Customer states that the likorall 242 s motor is leaking oil. No alleged injuries reported.